Manufacturer narrative:
The device was received by the manufacturer for investigation. The investigation is ongoing. A follow up report will be filed when the investigation is complete.

Event description:
It was reported that during a procedure, the device stopped working. The account had a back up on hand to complete the procedure and there were no adverse consequences alleged.